Event description:
This incident was reported by the patient's location of purchase as relayed by the patient. It was initially alleged by the patient that they were experiencing an unspecified eye infection with symptoms of a stringy and red eye after using lens use. On 22 january 2025, the patient responded to the manufacturers request for additional information and indicated that they believe that there was some debris or dust or other contaminant that caused eye irritation during lens use, which resolved after a few days of temporary lens discontinuation. Good faith efforts have been made to obtain further information without success, the patient has been unresponsive to further correspondence requests. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to the allegation of an unspecified eye infection with the lack of medical information, unconfirmed diagnosis, unknown patient resolution and potential for serious injury associated with some ocular infections. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.

Manufacturer narrative:
No device sample was returned for analysis, manufacturing records reviewed and found no-issues or non-conformances. Based on the available information, no root cause could be established. The relationship between the coopervision device and the incident could not be unconfirmed.